Manufacturer narrative:
The biomedical engineer stated that the multiple patient receiver (org) has an error light, causing connected telemetry transmitters to experience communication loss error at the central nurse's station (cns). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the telemetry transmitters and central nurse's station were being used in conjunction with the org, but model and serial number information was not provided.

Event description:
The biomedical engineer stated that the multiple patient receiver (org) has an error light, causing connected telemetry transmitters to experience communication loss error at the central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer stated that the multiple patient receiver (org) had an error light, causing the connected telemetry transmitters to display a comm loss error at the central nurse's station (cns). No patient harm was reported. Investigation summary: as the device was not returned for evaluation, a root cause cannot be determined. The customer called to request assistance in the changing channels of the transmitters used with the reported org. It is likely that the telemetry devices were using duplicate channels which would result in communication loss. The customer was educated by nihon kohden technical support (nk ts) on how to change the channels. No further issues were reported with the org relating to communication loss. The root cause is likely related to duplicate channels due to use error or customer education.

Event description:
The biomedical engineer stated that the multiple patient receiver (org) has an error light, causing connected telemetry transmitters to experience communication loss error at the central nurse's station (cns). No patient harm reported.